Manufacturer narrative:
The date of this report provided in the initial report is incorrect. The corrected information will be provided in this report.

Manufacturer narrative:
Insulin pump was received with broken reservoir tube lip, missing reservoir tube o-ring, cracked reservoir tube window, broken battery tube threads, cracked case at display window corner, minor scratched lcd window, missing end cap sticker, and loose/protruded drive support disk.

Event description:
It was reported that the insulin pump had a crack in the case. The crack was seen all around. Customer's blood glucose level was not reported. The customer was advised that the device would be replaced and agreed to return the product for analysis.